Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
It was noticed prior to the case that the handle is cracked.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the handle is cracked. The root cause is attributed to heavy usage. The date code j0508 indicates the instrument was manufactured in may of 2008 and is over 7 years old. (B)(4) was implemented on march 12, 2013 that further changed the material from aluminum to overmoulded silicon. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.